Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon string cut or ripped at the end of the applicator [device physical property issue] . Case narrative: consumer reported via e-mail that the tampon strings are cut or ripped at the end of the applicator. No injury reported.